Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that while the melker emergency cuffed cricothyrotomy catheter set was being set up prior to patient contact, the tip of the dilator was found to be blocked, so the wire guide could not advance through the dilator. The set was not used, and there were no injuries or additional procedures reported.